Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a review of the carelink transmission for the right atrial (ra) lead there was a low impedance lead warning noted with notable data observed on the impedance trend. The lead remains in use. No patient complications have been reported as a result of this event.